Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the customer was hospitalized with hyperglycemia of 491 mg/dl on (B)(6) 2014. He was taken off the infusion device and treated with an insulin and saline infusion, and he was discharged from the hospital on (B)(6) 2014. His mother had alleged the insulin delivery was inaccurate; however, the infusion device was evaluated and no malfunction was identified.